Event description:
During the trial procedure there was difficulty advancing the lead thru the anchor. A different kit was used. It was confirmed that the patient was doing well and the trial was finished. The doctor sutured the leads to the skin and taped them up because he could not use the anchors in the kit to secure to the skin.

Manufacturer narrative:
Concomitant products: product ID 3487, lot# va91j4, product type lead; product ID neu_tlock_anchor, lot# unknown, product type accessory. (B)(4).